Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. However, the outer insulation had a cosmetic issue and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had an episode of syncope during an orthopedic surgery, due to capture failure following an increase in threshold on the lead. The physician suspected a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.